Event description:
In (B)(6) of 2011, I had a biomet magnum metal on metal hip put in right hip. Soon after, my hip clicked and popped and in (B)(6) my right leg ached at night. My groin was sore as before surgery and I had terrible insomnia. In fact, I had to sleep on the couch with my leg up on the back in order to get any sleep. In (B)(6), the pain became worse - groin and aching thigh and leg especially at night. My hip also at this time began to squeak and you could hear me come and go. With very little sleep, I felt very tired and not myself. In (B)(6), the pain increased even more. I went to my family doctor and he did blood work that showed inflammation in my body. I found a new doctor and things started to unfold with each test that was done. I had test after test, x-rays, ultrasound, MRI, aspiration of my right hip and pseudo tumor off of my hip joint. Both aspirations withdrew much metal debris - green, brown thick liquid. They also did a chromium and cobalt test that revealed high levels of both. There was no question that my pain and hip metallosis were due to my metal on metal hip. A decision was made to have a revision hip surgery on (B)(6). During surgery, they also found metallosis surrounding my joint but no joint or tissue damage. It has been 3 weeks post surgery. I am starting to feel like my old self, healing is going well and I am sleeping again with no throbbing leg pain. I am so grateful for my new doctor and look forward to showing my dogs again. I write this today because the metal on metal hip just about destroyed my life and I don't want this to happen to anyone else. The two hip surgeries have also been a terrible expense to us. I understand that the biomet magnum hip has not been recalled yet. I ask you why? It took a team of caring physicians to diagnose my problem. I am so very grateful. Please contact me if you wish (B)(6). Thank you.